Event description:
During biomed testing and routine preventative maintenance of the device, the unit would not deliver high-voltage energy. The complainant indicated that ther was no pt involvement in the reported malfunction.